Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed, and battery voltage was reported as low. On (B)(6) 2010, the battery voltage with telemetry was 2.74v and the daily measurement was 2.97v.

Event description:
It was reported that the device interrogation measured 2.72 volts. A review of the saved to disk showed battery voltage of 2.93 volts. It was further reported that the in-office measurement was 2.75 volts. In the past fourteen days the measurements ranged from 2.92 volts to 2.99 volts. Device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device interrogation measured 2.72 volts. A review of the saved to disk showed battery voltage of 2.93 volts. Device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. Performance data collected from the device was analyzed, and battery voltage was reported as low. On (B)(6) 2010, the battery voltage with telemetry was 2.74v and the daily measurement was 2.97v.